Event description:
It was reported that the lead was capped due to clavicular crush that resulted in fracture. There were no adverse consequences and the patient was fine after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information notes that the proximal trifurcation of the lead was explanted and returned. The rest of the lead remains capped.

Manufacturer narrative:
Evaluation description: a partial lead with the connector pin measuring 23.5cm was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(4).